Event description:
The needle of the multiclix was not retracted and extended beyond the end of the correctly positioned protective cap. No adverse event occurred. A request was made for the return of the device and lancets.

Manufacturer narrative:
The event occurred in (B)(6).